Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an atrioventricular nodal reentry tachycardia (avnrt) with a navistar¿ electrophysiology catheter and the patient suffered complete heart block requiring prolonged hospitalization. During the ablation (avnrt) with the navistar¿ electrophysiology catheter, using the carto® 3 system, a steam pop occurred and resulted in a permanent av block iii. Ngen rf generator was used temperature control (tc) ablation mode, 35 w, target temperature 55°c, cut-off temperature 60°c. No char was visible on the catheter tip. No error messages on ngen rf generator. The procedure was not successfully completed and the patient required an external pacemaker implantation. The physician did not provide a clear opinion on the cause of the adverse event. Patient outcome of the adverse event was reported as improved. The initial av block iii after the steam pop recovered after some days. The patient required extended hospitalization because of the adverse event. Due to the initial av block iii the patient got an external pacemaker and had to stay 3 days on the intensive care unit (ICU), followed by 2 days for further observation. Additional information was later received indicating that after few days the av node recovered, and the patient didn¿t require permanent pacemaker implantation.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-mar-2022, the bwi product analysis lab received the complaint device for evaluation the product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 23-mar-2022, biosense webster inc received additional information received indicating the physicians provided an update on the status of the patient. The patient suffered av block for approximately 2 days, and fully recovered after 4 days. The patient did not require a pacemaker. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 60-year-old female patient (75kg) underwent an atrioventricular nodal reentry tachycardia (avnrt) with a navistar¿ electrophysiology catheter and the patient suffered complete heart block requiring prolonged hospitalization. During the ablation (avnrt) with the navistar¿ electrophysiology catheter, using the carto® 3 system, a steam pop occurred and resulted in a permanent av block iii. Ngen rf generator was used temperature control (tc) ablation mode, 35 w, target temperature 55°c, cut-off temperature 60°c. No char was visible on the catheter tip. No error messages on ngen rf generator. The procedure was not successfully completed and the patient required an external pacemaker implantation. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the reported event, several tests were performed. The magnetic and temperature features were tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).